Manufacturer narrative:
The root cause of the reported suction loss cannot be determined. Although a loss of suction can contribute to incomplete flap incision, no system messages relating to that issue were reported and the time period for loss of suction was not provided. Thus, it cannot be determined if the reported "partial" suction loss contributed to the incomplete flap for this case. Thus, the root cause for the incomplete flap cannot be determined conclusively. A review of the customer¿s complaint history for the last 6 months did not show any previous complaints of this kind against the system. Based on qa assessment, the product met specifications at the time of release. Based on the investigation results, the root cause of the reported event could not be determined. (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A doctor reported a partial flap at axis 170 in a patient's right eye. Partial suction loss was also reported during side cut. A crescent blade was used to complete the cut. A bandage contact was placed on the right eye.